Manufacturer narrative:
Hamilton medical ag`s comes to the following conclusion: investigation is ongoing.

Event description:
Hamilton medical ag received the following complaint description (summary of the customer/reporter): white & blue screen during ventilation with error code. No patient was harmed, the behavior can be replicated. No health impact or consequences were reported.

Manufacturer narrative:
Hamilton medical ags reference: (B)(4); hamilton medical ags conclusion: it was reported that a hamilton-c2 ventilator displayed a white / blue screen with an error code during ventilation. The complainant stated that the behavior was reproducible. According to the event description, the appearance of a white / blue screen indicates that ventilation cannot and should not be continued in this condition, as patient parameters are not visible. No additional devices were required and no clinical signs, symptoms, conditions, or health consequences were reported. No further information, including log data or follow¿¿up details, was available. No request for service intervention or onsite inspection was made, and the reporter requested closure of the case. Based on the available information, the most likely root cause was identified as a defective esm board, and replacement of the esm board was recommended. No further information was received, and the current device status remains unknown. Based on the information available, the case is considered closed.